Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. Patient was getting a reading of 42 mg/dl on her dexcom g7. That same moment, she had nausea and started to vomit. Her husband called the ambulance and brought her to the ed. The nurse took a fingerstick reading on her and got 897 mg/dl; however, she could not recall the corresponding dexcom g7 reading. The blood glucose level was managed to drop down to 176 mg/dl but she does not recall or know what medications were administered. She was admitted to the hospital on (B)(6) 2025 and was still there when she called on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.